Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. (B)(4).

Event description:
A consumer whose indication for use is spinal pain reported that as of (B)(6) 2015 the patient was experiencing burning/burning sensation at the implantable neurostimulator (ins) site and in the mid back. Stimulation was off due to the burning being worse with it on. It was noted that the patient was in a motor vehicle accident on (B)(6) 2015. The results of the patient's MRI were pending along with actions/interventions taken for the burning. It was noted that the device was ok after the accident and there were no impedance issues.